Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: pentaray nav eco catheter (model# d128208, lot# unknown); carto 3 external reference patch (model# crefp6, lot# unknown); st. Jude medical agilis 8.5 french sheath (model# unknown, lot# unknown). (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent a left ventricular ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter suffered a cardiac tamponade (requiring an unspecified medical or surgical intervention) and death. Transseptal access to the left ventricle was gained using a st. Jude medical agilis 8.5 french sheath. Ablation was performed on the best pace-mapped inferobasal region of the left ventricle at up to 40 watts. There were no complications during the procedure. Patient received anticoagulant during the procedure with activated clotting time (act) maintained at greater than 250 seconds. Post-procedure transabdominal ultrasound revealed no injuries. At an unspecified point post-procedure, the patient developed a cardiac tamponade. On post-procedure day 5, the patient expired. Patient factors cited that may have contributed to the adverse event include ischemic cardiomyopathy. No autopsy was performed. Physician¿s opinion regarding the cause of death is that it was related to myocardial rupture following endocardial radiofrequency ablation. Force visualization features included graph, dashboard, vector, and visitag were used during the procedure. Parameters for stability were 4 mm and 3 seconds. Additional visitag filters included force-over-time (fot) of 6 grams and 50%. Color options used prospectively included time. There were no errors reported on any bwi equipment during the procedure.